Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf code a050702 captures the reportable event of failure to cut imdrf code f2301 captures the reportable event of additional device required investigation results summary the overstitch suture cinch was not returned. Therefore, the reported events could not be confirmed due to the lack of evidence. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the cinch failure to cut was due to the physician's technique during the procedure or was related to a device malfunction. Additionally, the reported event of additional device required occurred during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a suture cinch was utilized in an endoscopic sleeve gastroplasty (esg) procedure on (B)(6), 2026, for weight loss. When cinching during the procedure, the suture wasn't cut during the deployment process. The handle was manually broken to expose the deployment wire; the wire was grabbed with kelly clamps and pulled to cut suture. The procedure was completed with the original device. No patient complications were reported as a result of the event.